Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition.the device passed flow rate testing. A review of the event history log revealed no abnormalities that could cause or contribute to the reported problem. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of precedex with a spectrum iq pump, the patient became tachypneic and agitated. The pump alarmed infusion complete but the bag was still full. It was further reported that the spectrum pump was replaced; however, the same tubing and medication bag were used, and the drug was infused. The patient continues to be monitored after the event. No additional information is available.